Manufacturer narrative:
The issue was isolated to the power pcb assembly, however further root cause could not be determined. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
Due to character limitations section, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The repair of the device is pending customer decision. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.